Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged component is inconclusive due to poor sample condition. One photo sample of a powertrialysis catheter was provided for evaluation. The catheter is shown implanted in the neck region of a patient. The suture wing appears to be secured to the patient. Evidence of damage to the suture wing or catheter could not be clearly noted from the image provided. Based on the information provided, possible contributing factors include material damage and sharp instrument damage. Since the reported event could not be confirmed from the image provided, the complaint is inconclusive at this time.

Event description:
It was reported by our nurse, it looks like the holder was defective because the sutures are completely intact. No other information was provided. Additional information received by the customer: the patient line was removed and replaced by a functioning trialysis. It required an additional procedure and central line removal and replacement on this patient. It required monitoring for signs/symptoms of central line infection since the catheter was not secure and had dislodged leaving it exposed. The line was being used for dialysis of the patient. It disrupted care but not for a significant amount of time. The patient required the removal and replacement of the line. Resulting in an additional chest xray. Catheter was dislodged, the original insertion length was: 15cm replaced immediately after removal. It did not cause a significant delay. We were able to replace the line quickly without complication.

Event description:
It was reported our nurse submitted the pse and sent me this picture. It looks like the holder was defective because the sutures are completely intact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.